Manufacturer narrative:
No further information is available at this time. This report will be updated should further information become available.

Event description:
It was reported that this device delivered multiple round of anti-tachycardia pacing and shocks due to an atrial driven rhythm. Boston scientific technical services discussed medication may need to be adjusted. This device remains in service. No adverse patient effects were reported.